Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. The patient was hospitalized for an unreported indication. The patient did not know the cause of the peritonitis. Treatment was not reported. The patient was unsure of discharge date and was recovering from the event.

Manufacturer narrative:
(B)(4).